Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device powered up with a blank display. The customer requested that the device be returned for bench repair. There was no reported patient involvement.